Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 27.4 ng/l. A second sample was collected from the patient and this sample resulted in a troponin t value of 7 ng/l. The doctor questioned this value since the first sample had a higher result. The first sample was then repeated and it resulted in a troponin t value of 7 ng/l. The repeat value was considered correct.

Manufacturer narrative:
The troponin t reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
Quality controls were acceptable. A review of alarm trace data did not show any relevant alarms. The field service engineer determined the issue was related to sample quality. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. Medwatch fields d1, d2, d4, g1, and g4 have been updated.